Manufacturer narrative:
H6: patient code updated.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement procedure due to the patient experienced abdominal hernia. The reservoir was removed and replaced. No further complications were reported in relation to this event.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement procedure due to the patient experienced abdominal hernia. The reservoir was removed and replaced. No further complications were reported in relation to this event.